Event description:
One surgical case, 2 different devices, same part number and same lot number, knot would not cinch and would not slide. One knot was cut out leaving the t- bars not attached to suture in the patient.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).